Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a capsular contracture baker grade IV. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; deformation, crease fold, and the weight the device was within specification. Cloudy color in the gel was observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a capsular contracture baker grade IV. The device has been explanted and replaced. This record relates to the left side.